Event description:
The rptr stated that a side by side comparison test of her meter with a dr's meter resulted in 222 mg/dl and 170 mg/dl respectively. No info as to what type of meter was used by the health care provider. The rptr stated that she felt shakes and hunger pains. Two control solution tests were in range - 129 and 120 (88-132). The first test was done with control solution that had been opened greater than 3 months, and the second test with new control solution.